Manufacturer narrative:
Batch review performed on 19 february 2026: lot 2108584: (B)(4) items manufactured and released on 29-sep-2021. Expiration date: 2026-sep-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:no definitive root cause can be established. There is no evidence of device malfunction or manufacturing issues. Since only the femoral head was exchanged, and it is a standard procedure to restore stability and correct leg length discrepancy, no correlation with the implant is expected, and the event appears unrelated to the device.

Event description:
Revision surgery due to leg length discrepancy, which caused instability, at 3 years and 10 months. No trauma was reported, and bone quality was not observed to be a contributing factor. The surgeon revised the d 36mm biolox m head to a 28mm biolox option head with an option sleeve. The surgery was completed successfully.